Event description:
It was reported by the user's caregiver that they was unable to attach a new connector to the cartridge during a supply change on the ilet pump. The agent instructed the user to remove the old cartridge by priming without the connector or tubing, then rewind the pump and complete the change with a new connector, which resolved the issue. Symptoms included no adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included no injury, no medical intervention, and no interruption to therapy after successful completion of the change. Investigation included user troubleshooting and education over the phone. Investigation of this case revealed that the device functioned as designed after guidance and that the difficulty was resolved through proper setup. It was concluded, based on previously established findings for similar reports, that the event was user-related and corrected through troubleshooting without product failure.